Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer blood glucose was displayed as "high". Customer addressed blood glucose with correction bolus pump. Customer declined to provide further information was unable to obtained.